Manufacturer narrative:
.

Event description:
The healthcare professional via the manufacturer representative reported that the patient's implantable neurostimulator (ins) had broken through the ins pocket incision. It was noted that the patient had gone through previous wound care and extensive oral antibiotics after her initial implant. The implanting healthcare professional was not aware of this because the implanting healthcare professional was not the managing healthcare professional. The patient did not have any signs or symptoms of infection. Diagnostic testing or troubleshooting was not performed. It was also reported that the patient was receiving defective therapy. The patient was very thin, and she had very minimal adipose tissue. The healthcare professional moved the ins to a site that appeared to have more adipose tissue to cushion and place the battery. It was noted that this was the second time the ins pocket site was moved (see manufacturer's report # 3004209178-2016-05917 regarding previous ins pocket revision). The issue had resolved at the time of report, and the patient's status was alive with no injury. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.